Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation the battery was found to have a blown fuse, preventing it from charging and powering a monitor. The cause for the blown fuse cannot be positively determined. No adverse event resulted from the blown fuse. The psr received a replacement battery pack.

Event description:
A patient service representative (psr) called zoll customer support to report that a battery that was to be fitted with a patient generates battery/charger faults and does not power up a monitor. The psr was issued a replacement charger and battery pack.